Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the strap advancer component was found with bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent incisional hernia repair procedure on (B)(6)2017 and absorbable straps were used. During the procedure, the clamp fell apart inside of the patient. All pieces were retrieved. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.